Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that after clearing a call service alarm, the pump was "pulsing" in her hand, and was sounding as if it were delivering insulin. Mom reports she has two sons on the pump for over 5 years and has never had a pump make this sound or pulse like this. Mom reports no trauma to pump. Patient does not swim or show with pump, wears it in a pocket. Mom does not notice any moisture or corrosion in pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.